Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a fathom guidewire. It was noticed that the shaft was separated approximately 10.5cm from the tip. The device showed signs of being bent in the same area as the separation which is consistent with procedural torsional bending. The separation was also consistent of the device failing due to the device being used to cross a heavily stenosed lesion. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jun-2018. It was reported that the guidewire was unable to cross the lesion. A totally occluded target lesion was located in the moderately tortuous and mildly calcified left forearm arteriovenous fistula shunt. A 180 x 25cm fathom¿ -16 was selected for use. During the procedure, it was noted that the wire was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the shaft was separated approximately 10.5cm from the tip.